Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was deceased. Customer's date of death was (B)(6) 2014. Cause of death was a heart attack. Customer did not wear a sensor. Customer died at home. Customer had diabetes complications such as retinopathy, neuropathy, and charcot foot. Customer also had a (B)(6) infection in one of the valves of his heart. Customer was wearing the pump at the time of death. Caller wants the pump back after analysis is complete since her son is also diabetic. (B)(6) stated that she will send the pump back. No further assistance needed.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion and prime alarm during prime test at 2.5lbs. Unable to determine the root cause, sue to the insulin pump reservation. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime alarm. Insulin pump received with dorcy master cell alkaline battery. Insulin pump received with cracked reservoir tube lip, scratched reservoir tube window, broken belt clip slot, scratched case and minor scratches on lcd window. Data analysis: customer daily insulin total average from 37.6.0 to 68.2u, total basal insulin from 36.0 to 37.6 and total bolus insulin 0 to 32.2u.2 weeks of data listed dated for (B)(4) 2014.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion and prime during prime test, due to moisture damage on force sensor. Insulin pump had moisture damage on the motor assembly.